Event description:
Lap chole - "clip applier fired ghost clip. Fired 5-7 clips fine then didn't reload and fire clip. Applier was removed and fired once more and reloaded and fired fine. Clip applier finished case with no problems." Patient status: fine. Maude report: mw5039348. Volun (B)(4) 2014: applied medical direct drive disposable laparoscopic clip applier would not fire clips. Applied medical sales representative present at the time of the incident."

Manufacturer narrative:
This report is to follow up with maude report # mw5039348. Note: the customer verified that the maude report and this cer are the same event. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our initial/ final report.